Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 1 colony forming units (cfus) of enterococcus faecium. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated this report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: olympus hmi results 1st sampling: non-conform sampling date: (B)(6) 2024. Sampling type: sampling solution instrument / biopsy / suction channel cfu: 1 cfu/ml. Bacterial identification: enterococcus faecium. Olympus hmi results 2nd sampling: conform sampling date: (B)(6) 2025 sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The device was evaluated and damage at the distal end and a leak at the scope connector were observed. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Olympus culture tested the device as provided by the customer and growth of microorganisms was confirmed. Olympus again culture tested the device after reprocessing in accordance with the instructions for use (IFU) before repair, and the results conformed to the regulation's recommendation. Though no definitive root cause could be determined, it is possible that there is a correlation between the device contamination and the observed damage at the distal end of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.